Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with filling the reservoir. The customer also reported that the reservoir had air bubbles in the past. The customer's blood glucose was 318 mg/dl at the time of incident. The customer also reported that they were hospitalized due to non-diabetes related. The reservoir will be returned for analysis.